Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation with an unspecified mentor saline breast implant and experienced left-sided deflation postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2021.